Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: redr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that lead warnings were triggered. The patient's right ventricular (rv) lead was causing pocket stimulation. Additionally, the lead exhibited no bipolar pacing impedances. Reprogramming was attempted but not successful. The physician suspected an insulation failure and the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.